Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported during the patient's chest tube (CT) insertion of the chest drainage catheter, the wire could not be advanced as the end of the wire started bending and curling back. As a result, the wire was removed and a new wire was used. It was noted the wire guide related to the event was kinked. Device imaging identified a kink in the wire guide that also displayed coil separation.